Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.   (B)(4).

Event description:
It was reported that a thrombus accumulation and st elevation myocardial infarction occurred. The target lesion was located in the right coronary artery (rca). Ultrasonic imaging catheter was used during a percutaneous coronary intervention (pci) procedure. After pci was completed, thrombus accumulation and slow flow at the newly implanted stent occurred. An st elevation myocardial infarction at the right coronary artery (rca) was noted. The procedure was completed with reopening the vessels with non-compliant balloons. No further patient complications were reported and the patient¿s status is stable.